Event description:
During filtration, component tech noticed two bags had faulty one-way valve that allowed red blood cells to bypass the white blood cell filter and flow directly into container labeled as leukocyte reduced red blood cells.